Event description:
Related manufacturer report number: 2916596-2024-00308. It was reported that all of the illuminated symbols on the system controller were off, including the pump running and yellow wrench symbol. The system controller was exchanged. It was noted that the pump did not lose power and there were no patient consequences as a result of the event. The issue resolved with the controller exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: catalog number and primary UDI corrected manufacturer's investigation conclusion: the reported event of controller fault alarm was confirmed with the returned system controller (serial (B)(6). The returned device was connected to test equipment and communication was unable to be established. Connected the hmiii test pump and the system operated with an active controller fault alarm with the message ¿call hospital contact¿. The system controller was disassembled. The evaluation of the internal main printed circuit board confirmed a power supply issue, which was measured below the expected 5v. This prevented several components to be powered up, which includes the communication circuitry. The power supply circuitry that powers the pump was measured at the expected 14v confirming the system controller¿s ability to support pump function was not affected. The suspected component was replaced, but the voltage issue persisted. The root cause of the reported event was isolated to the controller¿s main printed circuit board; however, a root cause of the power supply issue could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook document (rev g) cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms. System controller fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use document (rev g) under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.